Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/6/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following: how many devices demonstrated the alleged deficiency? Not specified. How many devices demonstrated the alleged deficiency on each involved patient event? Not specified. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). Device not received yet. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A photo has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The surgeon reported that the entire box had an unusual defect. After one or two needle passes during infant circumcisions, the suture thread broke abnormally. They had to use two to three threads per patient instead of the usual single thread. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 4/14/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found additional information: d9, h3, h6 h3 investigational summary: the product was returned to eth for evaluation. Visual inspection revealed that five unopened samples were received for analysis. Product code vr2296. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area was noted to be as expected in all needles. The sutures were dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. A functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of eth quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. Additional information: h3, h6. Investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photos shows a sales unit box with vr2296 product codes, the lot #aw1144, expiration date 2029-09 and a winding former with dispensation suture can be observed damaged and with body fluids. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.